Manufacturer narrative:
The balloon valvuloplasty catheter was returned to edwards for evaluation. Visual inspection of the returned catheter found a kink on the balloon shaft approximately 7¿ from the balloon bond. There were no other abnormalities noted. Functional testing of balloon inflation/deflation time found that the balloon met specifications. Dimensional analysis of the balloon found the balloon wall thickness met specifications. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint was not confirmed for deflation difficulty. Visual inspection revealed a kink on the balloon shaft of the returned device. Dimensional inspection of the balloon shaft and the balloon wall thickness revealed no abnormalities and functional testing revealed that the returned device met inflation/deflation time specifications. Therefore, a manufacturing non-conformance was not identified in the returned device. In this case, it is likely the kink observed during visual inspection caused the balloon shaft to be ¿pinched¿ while inside the patient, thus decreasing the flow of fluid during deflation. There was no indication that the kink was present prior to the procedure. The cause of the slow deflation was most likely due to procedural factors. Review of complaint history did not reveal that occurrence rate exceeds the (B)(6) 2015 control limits for this trend category. Therefore, no corrective or preventative action is required. FDA codes of this 3500a form are listed below; system updates pending: (B)(4).

Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral tavr procedure, slow deflation of the balloon valvuloplasty catheter (bav) was noted. As reported, the bav balloon was prepped with 26ml of 20% contrast. The patient was stable; however, it took a while for the balloon to deflate. After removing the bav from the patient, testing of the balloon revealed that there was no issue. There were no issues during deployment of the valve with the delivery system. Per report, the tortuosity of the ao likely caused a kink in the system.